Event description:
It was observed that during the device evaluation, the water tightness is lost, and a cut on cable unit.

Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the identified failure is: due to deterioration of plug unit. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.